Event description:
Improper inflation of b/p cuff causing petechiae on upper arm and forearm. B/p cuff would inflate for extended periods of time and would release only slightly then reinflate. MFR called, monitor removed and sent for recalibration. Loaner received from co.